Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 5 months, 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2018 with generalized weakness, shortness of breath, and reports an episode of syncope. On (B)(6) 2018, white blood cell count was 11.6k/mcl and the patient was afebrile. The patient was started on ceftriaxone for suspicion of urinary tract infection. Blood cultures revealed enterococcus sepsis and urine was positive for enterococcus. Ampicillin was added to antibiotic treatment. The patient was discharged home with intravenous antibiotics on (B)(6) 2018. The patient was on oral ampicillin bid for suppression. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.